Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the operator of the device pressed the button, it did not seem to trigger the alarm. The event occurred during preventive maintenance. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
D3: mfg establishment name; (B)(6). Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during the analysis. The customer reported complaint was confirmed. The root cause is due to the faulty membrane switch. No action will be taken due to the condition and age of the device. It is deemed beyond economical repair and will be scrapped.